Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded the software and tested system. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up and the left monitor image went black. No patient injury was reported.